Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed unexpected restart error test, displacement test and self test. Upload in carelink was not completed due to multiple displayable history crc check failed on startup alarms noted in alarm history screen. No external ram crc error or unexpected restart alarms noted. External ram crc error alarm noted due to corrupted history file. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a signal too low alarm, an excessive no delivery alarm, and a displayable history failure from his/her insulin pump. The customer did not use the insulin pump for a year before attempting to use it again. The customer's blood glucose level was 113 mg/dl. The product is being returned. Nothing further was reported.